Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert indicated in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging. Technical support planned to follow up.